Event description:
It was reported that during a veterinary mandibulectomy surgical procedure on a canine, it was observed that the top was spinning while moving on attachment device. As a result, there as a fifteen minute delay to the surgical procedure while a spare device was retrieved. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.